Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: cosmesis and body image in patients undergoing single-port versus conventional laparoscopic cholecystectomy: a multicenter double-blinded randomized controlled trial (spocc-trial) source: georg lurje, md, y dimitri aristotle raptis, md, msc, phd, daniel christian steinemann, md, iakovos amygdalos, mbbs, phd, patryk kambakamba, md, henrik petrowsky, md, facs, mickae¨l lesurtel, md, phd, adrian zehnder, md,z roland wyss, md, pierre-alain clavien, md, phd, facs (hon), and stefan breitenstein, md. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed for the period from october 2011 and february 2014, was to evaluate cosmesis, body image, pain, and quality of life after single-port laparoscopic cholecystectomy (splc) versus conventional 4-port laparoscopic cholecystectomy (4plc). The incidence of gallstone disease was 15 percent of the adult population; while most patients with gallstones were asymptomatic, 20 percent established pain or complications. The study conducted a randomized controlled trial to evaluate laparoscopic single-port cholecystectomy (splc, n=48) using a single-incision laparoscopic surgery port vs conventional 4-port cholecy stectomy (4plc, n=48). One patient in each group was converted to an open cholecystectomy. Intraoperative complications of bleeding occurred in 2 patients in the 4-port cholecystectomy group. Post-operative pain was lower after splc compared with 4plc. The overall post-operative complication rate was comparable, with 20 percent in the splc group versus 27 percent in the 4plc group, and included self-limited bleeding (no transfusion required, 2 4plc and 1 splc), nausea (9 4plc and 5 splc), and wound infection, one for 4-port laparoscopic cholecystectomy and two for single-port laparoscopic cholecystectomy. Two patients in the single-port laparoscopic c holecystectomy group had umbilical hernia.